Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was reseated to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a system shutdown and loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Updated the "h6 health effect - impact code" with the correct code "f26 - no health consequences or impact"